Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer was instructed to try different charging methods, but when these failed, tandem technical support decided to replace the pump. A replacement pump was sent, and the customer was guided on the return process and steps to take upon receiving the new device.